Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found feeding solution on the sliding rods preventing the siderail from locking. The technician cleaned the sliding rods to repair the bed.